Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain, sciatic nerve injury and cervical/neck. The patient reported a replacement surgery. The patient reported that he had been experiencing a ¿burning feeling, not a flame¿ and ¿including a wire¿ on the left side. The patient reported that the healthcare provider (hcp) clipped the wire as shallow as possible because ¿if you go too deep of course, you get into scar tissue that can make my dystrophy hurt real bad.¿ the patient reported that the wire that was clipped was the original one from 1994. The patient reported that the clipping of the wire and replacement of the left ins with a non-rechargeable ins had resolved the burning feeling. The patient confirmed that the surgery to replace the left ins and clip the lead (it was noted that the patient stated this in a way to suggest part of the lead was left implanted) resolved the burning issue. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that he didn¿t know the circumstances that led to the burning sensation. The patient reported that his neurosurgeon cut the wire as far down my leg as possible but also staying shallow in my tissue because he knew if he cut it too deep that¿s when you get into scar tissue which massively increases my rsd pain. The patient reported that the neurosurgeon installed at the left hip a non-rechargeable upgraded batt and at the to help right side of back stim above my waist a much-improved rechargeable batt. No further complications were reported. No further complications were reported.